Event description:
As reported, per article "hemodynamic and clinical outcomes of transcatheter valve expansion in degenerate mitral bioprotheses", 98 consecutive patients who underwent percutaneous transcatheter mitral valve replacement with a balloon-expandable valve (sapien, sapien xt, sapien 3, or sapien 3 ultra). ). A published journal article reported that underexpansion of balloon-expandable transcatheter heart valves implanted during transcatheter mitral valve-in-valve procedures in degenerate mitral bioprostheses was associated with reduced mitral valve area, an an increased incidence of adverse clinical outcomes, including all-cause mortality, heart failure readmission, and valve reintervention. The authors additionally reported that oversized transcatheter heart valves demonstrated less expansion and higher rates of adverse outcomes compared with recommended-size valves. All procedure were either transseptal or transapical. The one-year outcomes following mitral valve-in-valve (mviv) procedures identified several adverse events. Thirteen patients were re-admitted due to heart failure. Six patients required paravalvular leak (pvl) closure procedures. Additionally, three patients were reported to have moderate or greater periprosthetic mitral regurgitation. However, the article did not clarify whether the patients with moderate or greater periprosthetic mitral regurgitation underwent a paravalvular leak closure procedure. The article did not differentiate which patient's received the sapien, sapient xt, sapien 3, or sapien 3 ultra valves.

Manufacturer narrative:
Per the instructions for use (IFU), heart failure is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. Heart failure is when the heart is unable to pump sufficiently to maintain blood flow to meet the body's needs. Signs and symptoms commonly include shortness of breath, excessive tiredness, and leg swelling. The shortness of breath is usually worse with exercise, while lying down, and may wake the person at night. A limited ability to exercise is also a common feature. Chest pain, including angina, does not typically occur due to heart failure. Common causes of heart failure include coronary artery disease including a previous myocardial infarction (heart attack), high blood pressure, atrial fibrillation, valvular heart disease, excess alcohol use, infection, and cardiomyopathy of an unknown cause. These cause heart failure by changing either the structure or the functioning of the heart. There are two main types of heart failure: heart failure due to left ventricular dysfunction and heart failure with normal ejection fraction depending on whether the ability of the left ventricle to contract is affected, or the heart's ability to relax. The severity of the disease is usually graded by the degree of problems with exercise. Heart failure is not the same as myocardial infarction or cardiac arrest. Other diseases that may have symptoms similar to heart failure include obesity, kidney failure, liver problems, anemia, and thyroid disease. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that an unknown patient or procedure-related factor may have caused or contributed to the reported event, as insufficient information was available to determine a more specific cause. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Zorman, mark j., et al. "Hemodynamic and clinical outcomes of transcatheter valve expansion in degenerated mitral bioprostheses." Circulation: cardiovascular interventions (2026): e016270. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve; p140031 edwards sapien 3 ultra transcatheter heart valve system; p140031.